Event description:
Per the audiologist's report, the patient's performance with the cochlear implant system decreased over the summer of 2008. The results of an integrity test done in 2008, were consistent with normal receiver/stimulator function with multiple atypical electrode responses. Reprogramming the sound processor did not resolve the problem. Explanation/reimplantation surgery is planned, but had not been scheduled as of the date of this report, december 23, 2008.